Event description:
Pt developed a small pressure sore on upper lip, despite the device being repositioned every 2-4 hrs. Packaging instructions state "clinical practice guidelines recommend repositioning endo tracheal tubes to prevent injury to the lips and underlying tissues due to unrelieved pressures." No interval is recommended in these guidelines.